Event description:
It was reported that episodes of crosstalk and a loss of capture were observed on the device. It is unknown if the patient is pacemaker dependent. No intervention has been performed at this time. The patient was stable and will continue to be monitored.